Manufacturer narrative:
Passed displacement test and off no power test. The operating currents were in specification. The device was monitored for one week with no unexpected low battery alarms noted. Broken battery tube threads noted. Slight corrosion in battery tube and on battery cap contact noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked belt clip slot and missing end cap sticker.

Event description:
Customer reported the insulin pump had a crack on the battery compartment. Customer stated since she noticed the cracks she has been changing the battery out more frequently. Customer's blood glucose was 121 mg/dl. Customer stated she didn't do anything which may have caused the damage on the device or how it was caused. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported. Troubleshooting for low battery was also performed. No further information reported.